Manufacturer narrative:
Hiossen performed an extensive document review of lot# h1e12g070 - device history record, manufacturing batch record, inspection record, raw material record and returns record. All records show that the lot was manufactured with in specifications. Return records show that no fracture cases were reported. Since the device was returned, a through inspection using high powered microscope and mini sem was performed. It was determined that the internal hex received damage and is a possible point of weakening. Finally, hiossen reviewed the patient's records and x-rays. According to the x-rays, the implant site suffered bone loss about 2 years and 6 months after implantation, but no remediation or treatment was performed. Hiossen's conclusion based on the information collected is that the damaged internal hex reduced the implant's structural integrity but this alone would not fracture the implant. Since bone loss was observed, the support to the implant was slowly disappearing and thus metal fatique exponentially increase resulting in the fracture.

Event description:
On (B)(6) 2018, (B)(6) had his tooth #9 dental implant removed after 3 years and 4 months of implantation. According to the patient's chart, on (B)(6) 2018 the crown and abutment was disassembled and the prosthodontist discovered the implant was fractured.